Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium of the right and left cornua') in an adult female patient who had essure (batch no. 626582) inserted. The patient's medical history included adenomyosis, paratubal cyst, pelvic pain female, bleeding genital, myomectomy and endometrial ablation. Previously administered products included for an unreported indication: toradol lv and norco. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted hysterectomy, bilateral salpingectomy and ovarian preservation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: four coils trailing on the left and two coils trailing on the right quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium of the right and left cornua') in an adult female patient who had essure (batch no. 626582) inserted. The patient's medical history included adenomyosis, paratubal cyst, pelvic pain female, bleeding genital, myomectomy and endometrial ablation. Previously administered products included for an unreported indication: toradol lv and norco. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted hysterectomy, bilateral salpingectomy and ovarian preservation). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: four coils trailing on the left and two coils trailing on the right. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.